Manufacturer narrative:
Investigation: the investigation was carried out by ats. During a functional test, no deviation can be found. The device is according to specification. The cause might also be a defective footswitch. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the device is according to our specification valid at the time of production. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the motor does not switch off.